Event description:
Possible missed covid-19 diagnosis; I have been taking care of my (B)(6) y.o. Child with covid-19 since (B)(6). I was vaccinated on (B)(6). I have isolated in the same room since (B)(6). We have been sleeping in the same bed in order to isolate from the other children and my wife. She has not been vaccinated yet. He tested negative on the (B)(6). After running a 103 plus fever. I demanded a blood test on 1(B)(6) it came back positive with antigens. I started having mild symptoms on (B)(6). The symptoms have gotten worst and moved to my chest on (B)(6). Took a covid rt pcr test today that came back negative. I have no confidence in this test. I'm a health worker and need to know if I'm infected so I do not spread this virus to other people. Does not tell me all the information you are requesting. FDA safety report ID# (B)(4).